Event description:
Caller reported that pump battery depleted too quickly, but it did not lead to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Cts instructed caller to uninstall and reinstall the mobile app and follow up if battery depletion exceeded 35% per day, which the customer understood and acknowledged.